Event description:
It was reported that a screw backed out post-operatively. The pt underwent an anterior cervical fusion procedure in 2008 using an "abbott trimline" plate. It is reported that recently, the pt underwent a revision surgery as the "locking mechanism holding one of the screws failed and a screw backed out completely."

Manufacturer narrative:
At the time of this report no additional info was available. A supplemental report will be submitted with any relevant info that is received.